Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital complaining of dizziness but no known syncopal episodes. There was evidence of oversensed noise on both the right atrial (ra) and right ventricular (rv) leads which was reproducible upon pocket manipulation. The patient is not pacemaker dependent and there was no evidence of asystole greater than two consecutive seconds in duration. Historical daily measurements identified changes in rv amplitudes, rv threshold measurements and rv impedance measurements. Boston scientific technical services (ts) suspects a lead integrity issue and recommended further investigation to identify root cause. A chest x-ray was performed and was unremarkable. Surgical intervention was performed and the leads tested fine on the pacing system analyzer (psa). All products remain implanted and the patient will be monitored.